Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation results, damage of the cable likely disabled the image communication to the processor, resulted in error 224. The damage of the cable may have been caused by user¿s handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides the following as the camera cable could be damaged: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to the service center (oci). The evaluation confirmed the reported e224 error comes up when camera is connected which is due to a damaged cable connector. The device is pending repair. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center (oci) was informed, during an unspecified procedure the 4k camera head had no image as there was an e224 error displayed after plugging in the camera head. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter.

Event description:
Additional information was received via email on 05jul2021. The error occurred after 10 from the start of the procedure. The procedure was completed.